Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the battery lights on the recharger are rapidly blinking. Patient said they were on vacation for 2 weeks and the recharger was unplugged. Patient tried resetting the re charging cord but the issue did not resolve. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), UDI#: h3: analysis of the returned wireless recharger (s/n: (B)(6) found that the patient's complaint was confirmed. The led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.